Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluation is underway at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event the review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of electrode belt sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient's son reported that the patient was sleeping at the time of the event. It was reported that there were no witnesses to the event. The device detected asystole three times between 03:39:46 and 4:17:52. Prior to passing, the patient experience an inappropriate defibrillation event consisting of two shocks. The lifevest delivered a full energy 150j pulse at 04:19:41. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was asystole. The lifevest delivered a second full energy 150j pulse at 04:21:29. The rhythm at the time of the treatment was asystole. The patient remained in asystole after the treatment was delivered. Oversensing of small signal contributed to the false detection. The response buttons were not pressed during the entire event. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non life-sustaining rhythm before the treatment.